Event description:
Information was received indicating that four days following placement of a smiths medical portex® blue line ultra® tracheostomy tube a hole in the cuff was observed. Subsequently, a trach tube change out was performed. There were no reported adverse patient effects.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the device history records (DHR) showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. The investigation of the complaint was limited because no sample was returned. Investigation was done based on videos which were provided by customer. On the videos there are shown two occurrences of cuff leaks which were found during use. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. Each cuff shall be also tested by customer prior use as per instruction for use: "the integrity of the cuff and inflation system should be checked prior to insertion". Due to fact that cuff leaks were found during use (not during pretesting as required by IFU) it is the most probable that reported failures occurred due to contact with sharp edge which is in conflict with instruction for use: "guard against cuff damage by avoiding contact with sharp edges". Without the sample, true root cause could not be determined.